Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during a procedure, the bag deployed in the abdomen, the bag detached from the closure device. And was retrieved using laparoscopic instruments. There was no patient harm.